Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. It was noted that the device had drifted inferiorly and developed signs of infection and erosion, with the implantable pulse generator (ipg) almost entirely visible at its superior edge. Additionally it was noted that the pocket had the appearance of chronically infected tissue with dense fibrous gnarled tissue bits that were also excised from the pocket to have clean tissue. The implantable pulse generator (ipg) system was explanted and not replaced. A temporary pacing lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.